Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4) conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, brown flakes were found floating in the reservoir outside of the sock. To the user it appeared to be protein denaturation or blood clot. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
The sample was not returned for evaluation; therefore, the complaint could not be confirmed and a definitive root cause could not be determined. Review of the device history records revealed no manufacturing issues. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.